Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2022-05464. It was reported that during an ipg replacement on (B)(6) 2022 (manufacturer report number: 1627487-2022-05463, 1627487-2022-05464), the s8 lead broke and the physician was unable to remove the lead. Partial lead remains implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.